Manufacturer narrative:
H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.the customer mentioned that the battery light was staying on and the rt (respiratory therapist) thought it was a low battery.when the reset button is pressed the battery light comes on, it was the "sticking" reset button that was causing the battery light to stay on. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned yet.

Event description:
The customer reported to vyaire medical that the 3100a ventilator reset button is "sticking". The issue occurred during patient-use and the device was removed from the patient.furthermore, there was no patient harm associated with the reported event.